Manufacturer narrative:
(B)(4). Device not returned to manufactuer.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device. This report is filed october 27, 2014.

Event description:
Per the clinic, the patient experienced a head trauma in (B)(6) 2014 (specific date not reported) and experienced a hematoma over the implant site. The patient subsequently experienced an infection at the implant site and was treated with oral antibiotics for 90 days, however the issue could not be resolved. The device was explanted (specific date not reported) due to infection and exposure of the receiver stimulator. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.